Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the monitor was not working. The philips engineer suggested service request, but the service request has been cancelled by the customer. No further information regarding the reported issue as the customer cancelled the service request and no service has been provided from the philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the monitors are not working. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. The investigation is ongoing.